Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-10. H6: investigation summary samples received for investigation. Upon visual inspection, no abnormalities such as damage or deformation were found in the appearance check of the actual product after confirming the airtightness, leakage was observed from the adhesive part between the injector and the male luer connector. No abnormality was found in the shipping test of the lot. The lot number is unknown for the phaseal injector, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause is associated with the manufacturing process, the male luer connector was adhered with insufficient tightening to the injector due to manufacturing personnel error. Manufacturing personnel have been notified of this incident to increase awareness of this matter, additionally they were re-educated in tightening and bonding work of the male luer connector to prevent recurrence. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product.

Event description:
It was reported injector luer lock n35c multipack had leakage issues. The following information was provided by the initial reporter, translated from japanese: "liquid leakage from the bottom of the infusion set injector".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported injector luer lock n35c multipack had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "liquid leakage from the bottom of the infusion set injector".